Event description:
New information received states that the patient condition worsen while waiting for a device replacement. No further information is available at this time.

Event description:
It was reported that during implant, noise and inappropriate shock were observed. The lead measurements were taken for all leads with a pacing system analyzer (psa) and the lead measurements were normal. The device was removed and the patient was stable and discharged from the hospital.

Event description:
New information received noted that the leads were never properly connected because all the lead impedances are out of range and have never had normal values.

Manufacturer narrative:
The reported field event of noise was confirmed. Out of range impedance measurements and noise was seen on the bench. The cause of the out of range impedance measurements and noise was found to be due to a hybrid capacitor connection anomaly.